Event description:
Nurse used blood sampler (syringe) supplied without needle and put a third party needle on the syringe to draw blood. Because the syringe was supplied without a needle the labeling did not include instructions on how to use a safety device which is nonetheless supplied with the syringe. The user sustained a needle stick while attempting to insert the needle in the safety device.